Event description:
The patient underwent a two-level interbody fusion procedure with placement of two optimesh devices without incident. Approximately one (1) month later, the patient experienced recurring leg pain, prompting medical attention. Imaging showed obstruction in the canal. A revision surgery was conducted to remove and replace both implants with a static cage. This report applies to optimesh device two of two.

Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death. Pursuant to manufacturer policy, events resulting in a revision surgery are deemed a serious injury as defined in 21 cfr 803.3 and are determined to be MDR reportable events.